Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarms. The customer also reported that they received no delivery alarm during bolus. The customer's blood glucose was 379 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for the no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test and no motor error alarm. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.